Manufacturer narrative:
One sample model 2420-0007, lot 25095528 was returned for investigation. The set was examined for defects and abnormalities. Tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the cause of this issue could be a contamination inside the solvent dispenser or solvent application not correctly carried out by the assembler. The lot was manufactured before improvements were implemented. The improvements were updating the standard work instruction and validating new fixtures to be used. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: I have a defective primary tubing set. It is from lot 25095528. 2420-0007 25095528. No patient was harmed.